Event description:
Customer reported the insulin pump alarmed no delivery during manual prime. Customer's blood glucose was 88 mg/dl. Customer resolved the alarm by changing out the infusion set. Customer was able to clear the alarm by rewinding and priming the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.